Manufacturer narrative:
The device was returned to zoll medical canada for evaluation. The customer's report was observed during review of the device data logs. However, the device was put through extensive testing including bench handling, using the analyze button with customer's returned multifunction cable (mfc) without duplicating the report. The mfc receptable and mfc cable were replaced as a precaution. The device was recertified and returned to the customer. Review of the device logs showed the device displayed cable fault prompts. According to the operator's guide, a cable fault indicates the user should inspect the pads and cable and replace if necessary. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to treat a 74-year-old male patient, the device was unable to analyze. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
This device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.